Event description:
New information notes: it was reported that the lead continued to exhibit high impedance. The patient was stable and would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited high impedance. The lead remained in service and the patient would return to the clinic in 6 months.